Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, with fault ID 12 ¿ 0x2071. There was no adverse impact on the customer's blood glucose level. Although the malfunction had occurred at least three times previously, it had not been reset by the customer in the past 24 hours. The customer was advised by technical support to put the pump into storage mode and return it via a pre-paid label within 10 days. A replacement pump was arranged, and the customer confirmed understanding and compliance with instructions provided, ensuring continuity in insulin delivery by continuing to use the current pump.